Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jun-2018 with the following findings: a review of the black box showed evidence of a short battery life with multiple drastic voltage drops leading to a call service 177 battery warning. The battery compartment and cap were undamaged and able to fit securely. The ez-prime steps were performed correctly. All current readings were above specifications. The reported short battery life complaint was duplicated. The pump cover was removed to find no intermittent conditions to the printed circuit board or to the continuous glucose monitoring module. All current readings returned to specifications after the continuous glucose monitoring module was unplugged from the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.